Event description:
The hcp reported that while placing a bravo ph monitor the capsule attached to the pt's esophagus but would not deploy from the delivery system. The handle broke while attempting to deploy the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed a procedural non-conformance. The plunger broke off due to being over-rotated. The device was returned with the capsule still attached to the delivery system. The capsule trocar needle was advanced and tissue was present. The analyst was able to grab the remaining piece of plunger and pull back which released the capsule.